Manufacturer narrative:
Livanova (B)(4) received test results which confirmed that the water supply of the facility was the source of the contamination.

Manufacturer narrative:
There is no known patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The livanova field service representative who discovered the issue replaced the internal tubing to resolve the issue. The customer stated that they would replaced the external tubing and perform a disinfection cycle. The reporting facility (B)(6) has also reported a patient infection (9611109-2017-00382) in relation to this unit. However, a link between the patient infection and the device has not been confirmed. During follow-up communication regarding the patient infection, the customer reported that the device (B)(4) tested positive for contamination on (B)(6) 2017 at the 6 week isolate, which identified roughly 20 opaque white colonies. The growth was later determined to be mycobacterium chimaera. The hospital reported that the sample from the device is not the same clonal as was identified in the patient from 9611109-2017-00382. However, the samples are still undergoing testing to determine if a link to previously reported contamination and infection cases exists. During communication with the customer, livanova (B)(4) learned that the hospital performs disinfection every two weeks, along with a tubing and water replacement. On alternate weeks, hydrogen peroxide is also added with the water, per the instructions for use (IFU). The facility also reported that the device was placed within the operating room while in use. However, the device was last used on (B)(6) 2017 and has since been removed from service by the facility. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) has initiated a CAPA for this type of issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device retired by customer.

Event description:
Livanova (B)(4) received a report that biofilm was identified in the tubing of the heater-cooler system 3t during preventative maintenance. This issue was noted by a livanova field service representative during routine service. There was no patient involvement.